Manufacturer narrative:
(B)(4). Date sent: 4/21/2020. Investigation summary the analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition it was returned with a portion of tissue pad in a plastic bag. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional information: the loss part is the white pad (described by the client as an unidentified white part). Part of white pad has been lost inside the abdomen of the patient. Another device has been used. The procedure has been extended from several minutes.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please confirm if your are referring to white tissue pad. If yes, is the white tissue pad completely missing from the clamp arm of the device? If not, did the active titanium blade brake off? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, damaged was observed during the use of the device and there was loss of a part. It's unknown if there were any patient consequences. No additional information is available at this time.